Event description:
It was reported that in (B)(6) 2011, the pt experienced a loss of therapeutic effect when lead electrode 3 was programmed. The lead showed impedance readings greater than 2,000 ohms, at that time. The pt achieved successful therapeutic effect from that time, onward, after electrode 2 was used in place of electrode 3. The pt was seen by the healthcare provider (hcp) on (B)(6) 2011, and it was found that the pt had a full return of the essential tremor symptoms. It was further reported that the pt experienced a loss of therapeutic effect, with no stimulation sensation. The pt was not feeling any pocket stimulation or unusual stimulation. Neither palpation nor movement by the pt caused any changes in the stimulation. All lead contacts had impedance readings greater than 2,000 ohms and the current was 7 amps. Reprogramming the pt's implantable neurostimulator did not change the outcome. X-rays were performed and appeared "okay," but it was noted that there was not a good visualization of the lead/extension connection, or of the device/extension connection. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).